Manufacturer narrative:
Sequencing results interpretation: the sample is homozygous c.307c, c.676g, c.733c and c.1006g, and heterozygous at c.48g>c and for the c-linked intronic marker (c.733, c.1006 and the intronic marker are not pictured), which is consistent with a c+c+e-e+ individual1,2. All exons for rhce were sequenced. A novel five basepair deletion in exon 5 which is proximal to the e/e antigen locus was found. This is the probable cause for the discrepancy between the hea precisetype results and serology [rhce c.677_681delctctg][?]. This deletion would cause an altered downstream amino acid sequence and a novel stop codon at residue 315 [p.leu227glufs*88]. Dna-sequence variations affecting antigen expression and amino acid sequence are listed as a limitation in the precisetype hea molecular beadchip test package insert.

Event description:
The customer reported a possible discrepancy. The donor is c+ using the bioarray hea molecular beadchip kit; serology results were c-.